Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy properly. This occurred three times. A fourth replacement unit was used to complete the procedure. The hospital did not report any pt effects. The products were returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned w/o the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "seal would not deploy properly" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).